Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator (usm) involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm or replicate the customer reported complaint. The usm was tested on an in-house system and passed normal mode. Usm was tested with several instruments and they all were recognized and worked properly. The usm was also tested on a patient side cart (psc) fixture test platform (pftp) and passed carriage switches, lissajous, sine cycle, and brake test. The carriage top plate, all rotors and gearboxes will be replaced as a precaution.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator 2 (usm) to resolve the issue. Following service, the system was tested and verified as ready for use. Isi has not received the usm for failure analysis. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the procedure log showed this hysterectomy- surgical procedure was performed on (B)(6) 2022 via system (B)(4). No image or video clip for the reported event was submitted to isi for review. This complaint is considered a reportable malfunction due to the following conclusion: system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the endoscope was not detected on arm 2. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed the problem indicating that tool sensing pin 2 on the universal surgical manipulator 2 (usm) is not working correctly. The procedure continued as planned. There was no report of patient injury. Intuitive surgical inc. (Isi) contacted the initial reporter and the following additional information was obtained: the customer reported that they were able to complete the procedure successfully without any problems for the patient with another camera. It seemed that there was a fault in the connection between the cable and the camera head. When the cable was moved, the camera did give a good image, otherwise it was working with a foggy image.